Event description:
Patient reported that her freedom pump broke as she was attempting to infuse her dose. No medication has been infused. Pt instructed to keep medication in the fridge until we overnight a new pump. Answered all pt questions on storage manual infusion if needed. No further questions or concerns from pt. No further information provided.